Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material coming out of the suction cylinder, the channel was blocked, the light guide lens color had changed, the bending section rubber glue was dirty, the angulation in the up direction was out of standard, the grip had leakage, the light guide bundle was in poor condition, the charged coupled device lens was broken, the light guide lens was broken, the adhesive on the bending section rubber was broken, the color of the connecting tube was changed, the connecting tube was creased, the connecting tube was crumpled, the suction cylinder was cut off, the universal cord was crumpled, and the control part was corroded due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had leakage from the grip. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed with a similar device. Inspection and testing of the returned device found foreign material was coming out of the suction cylinder due to a blockage of the channel. The bending section rubber glue and light guide lens were dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Due to a leak between the grip and protector. The foreign material remained in channel and suction channel, and dirt remain at the lg-lens and a-rubber. Olympus will continue to monitor field performance for this device.